Manufacturer narrative:
Batch review performed on 10.aug.2021. Lot 185593: (B)(4) items manufactured and released on 13-oct-2018. Expiration date: 2023-oct-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Other components involved: gmk-sphere 02.12.0026l femoral component sphere cemented size 6+ l (k140826) lot. 183451. Lot 183451: (B)(4) items manufactured and released on 18-jul-2018. Expiration date: 2023-june-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l (k090988) lot. 1909599. Lot 1909599: (B)(4) items manufactured and released on 24-feb-2020. Expiration date: 2025-feb-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain due to a painful tibia and the cause of the painful tibia is unknown. 1 year and 2 months after the primary surgery, the surgeon revised all the components and the surgery was completed successfully.